Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced successfully on (B)(6) 2017 during a pulse generator change-out. The patient was well post procedure.